Event description:
It was reported that the customer was hospitalized due to diabetic coma. After the initial event, the customer was hospitalized again due to hypoglycemia. The reported blood glucose reading was 20 mg/dl at the time of the first event. The customer stated that she will call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.